Event description:
Customer called to report that a clear liquid was leaking from underneath the front side of the coulter lh750 hematology analyzer while running samples. Customer stated that patient samples and results were not affected. Customer also stated that no one was affected by or exposed to the leak. On the following day, the field service engineer (fse) inspected and performed troubleshooting on the instrument. The fse then replaced the duro tubing for venting on the primary aspiration needle. The fse also replaced the low vacuum regulator for low vacuum drift. Finally, the fse ran controls on the instrument to verify that the services performed effectively resolved the instrument issue. The fse determined that the root cause of the leak was a worn vent line.

Manufacturer narrative:
(B)(4).